Manufacturer narrative:
The customer reported that an infant patient showed ventricular tachycardia on the monitor and the monitor did not alarm. Nihon kohden technical support advised that if the patient was placed on the monitor while already in ventricular tachycardia then the unit will learn the rhythm as "normal" and won't alarm. The customer swapped the ay unit with a known working one and the issue was resolved.

Event description:
The customer reported that an infant patient showed ventricular tachycardia on the monitor and the monitor did not alarm.